Event description:
During a left renal stentign process the stent migrated on the balloon. The physician decided to remove the stent system, however, in the removal process found that the stent had come off the balloon. The physician removed the stent with a snare product and then followed up with another paramount stent of the same size successfully. No patient injury has been reported.